Event description:
The manufacturer was contacted in reference to a rep dreamstation auto CPAP device. The patient alleges particles in reservoir which goes into his nose. There was no allegation of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not yet returned to the manufacturer.